Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the barrel of the bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. One sample was returned for analysis. Sample had what appeared to be a dried piece of makeup/cosmetics inside the syringe behind the stopper therefore failure mode is verified. As per request, ftir analysis was completed on the soft, yellowish piece of material taped onto a piece of paper with a 30ml syringe without any packaging. The spectral analysis shows that this material has components similar to those of glyceryl monooleate or sorbitan monooleate (polysorbate 80). These compounds are used cosmetic products, food additives, among several other uses. Operator interaction with the product is minimal, however, contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of contamination. Operators are trained to wear gloves whenever in contact with the product.

Event description:
It was reported that there was foreign matter in the barrel of the bd luer-lok syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. One sample was returned for analysis. Sample had what appeared to be a dried piece of makeup/cosmetics inside the syringe behind the stopper therefore failure mode is verified. As per request, ftir analysis was completed on the soft, yellowish piece of material taped onto a piece of paper with a 30ml syringe without any packaging. The spectral analysis shows that this material has components similar to those of glyceryl monooleate or sorbitan monooleate (polysorbate 80). These compounds are used cosmetic products, food additives, among several other uses. Operator interaction with the product is minimal, however, contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of contamination. Operators are trained to wear gloves whenever in contact with the product.

Event description:
It was reported that there was foreign matter in the barrel of the bd luer-lok syringe. There was no report of exposure, injury, or medical intervention.